Manufacturer narrative:
Date sent to FDA: 10/22/2019. H6 patient codes: 1994, 2275, 1928, 1871, 3191 - uterovaginal prolapse. Additional b5 narrative: it was reported that the patient experienced uterovaginal prolapse, pain, urinary frequency, urgency and incontinence.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.